Event description:
The recipient reportedly experienced device migration. The recipient underwent repositioning surgery on (B)(6) 2018. The recipient was prescribed antibiotics.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly prescribed antibiotics prophylactically. The recipient's re-activation reportedly went well. This is the final report.